Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a pacemaker mediated tachycardia (pmt) on episode 35 and an observation of somewhat different was noted on the shock electrogram (egm) morphology. Boston scientific technical services (ts) stated that the episode was true pmt, could consider increasing post ventricular atrial refractory period (pvarp). Moreover, the rhythm could be a slow ventricular tachycardia (vt) or a re-entrant arrhythmia. Furthermore, on the episode 31 the pmt was a false pmt for a sustained fast atrial rhythm. To this date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.